Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 38 mmol/l (684 mg/dl) and the pod was reportedly leaking during wear. Symptoms reported include hyperglycemia, vomiting, diarrhea and headaches. The patient was treated with intravenous fluids.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.